Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in each cornu are segments of coiled wire measuring less than 0.1 cm') in an adult female patient who had essure (batch no. 977933) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation procedure not done". The patient's medical history included body mass index normal, menorrhagia, vaginitis and metrorrhagia. Concomitant products included vitamin b12 nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metrorrhagia(bleeding b/w periods)"), psychological trauma ("psych injury related to essure"), headache ("headaches"), iron deficiency anaemia ("bleeding anemia, blood or heart disorder/ condition type: anemia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dizziness ("neurological conditions or problems type: dizziness") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, intermenstrual bleeding, psychological trauma, fatigue, hormone level abnormal, headache, weight increased, iron deficiency anaemia, vaginal haemorrhage, dizziness and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: if no removal planned, select reason(s) other discrepancy noted in essure insertion date : (B)(6) 2011, current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Lot number - 977933. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 01-oct-2021: mr received : case became serious incident reporter information and event - 'embedded device' added. Removal details updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.